Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm occurred on the homechoice device during the initial drain in peritoneal dialysis. The technical service representative explained the machine has ended therapy. The technical service representative advised the patient to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.